Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for high hv impedance was observed. The patient presented to the clinic with no symptoms. On (B)(6) 2010, the hv lead was partially capped due to sensing and capture issues. The defib portion remained active. On (B)(6) 2011, the partially capped lead was fully capped and replaced.